Event description:
It was reported that the caller had a bent desktop charger (dtc) connector pin and the caller stated they first noticed the metal co nnector pin had been bent for about a year, but they did not know long it had been bent prior to them noticing. Additionally, their recharger was about 7 years old and had inquired about getting a replacement. The caller stated there was no visible damage to the recharger, and the recharger was working properly. Patient services  reviewed elective replacement program and wireless recharger (wr) and the caller stated that would be fabulous as it was sometimes tricky for them to keep multiple coupling boxes filled with needing to line up the recharger antenna to charge. Pss reviewed caller had rc ins since 2015, and when pss asked event date, the caller stated trying to keep good coupling was never fun, and that if they would lay just right, the recharger antenna didn't slide, and they don't move, they could get their ins charged from low to full in about 3 hours. The caller stated they had seen the wr and drape that had been discussed, and they felt that would sit over their ins a little better. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6) revealed bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.